Manufacturer narrative:
Follow-up: on 05/11/2016 customer reported that after the initial call with tandem technical support on 05/06/2016, they changed all pump supplies but continued to experience elevated bg levels over 400 (mg/dl). Customer discontinued use of the pump and reverted to insulin injections for diabetes management on (B)(6) 2016, but reinstated use of the pump on (B)(6) 2016. Review of pump data with tandem technical support on 05/19/2016 indicated that pump was performing as intended. Customer acknowledged. The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 600 (mg/dl). Customer administered a syringe bolus to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog and is reportedly changed every 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Customer indicated that they will change infusion site and manage bg levels with the pump.